Event description:
It was reported that during a da vinci prostatectomy procedure the system's left master hand sensor separated from the grip and the instrument assigned to the left hand became unresponsive. The surgical staff was unable to reassemble the left master. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system issue experienced by the customer was associated with the left master tool manipulator (mtml) gimbal. The mtm gimbal is a subsection of the complete mtm arm, consisting of the links associated with the five axes of motion closest to the surgeon's hand. These axes measure the orientation of the mtm handle and the mtm grip angle. The system was repaired by replacing the affected mtml gimbal. The mtml gimbal was returned to isi for failure analysis investigation. Engineering observed that the flex cable had been snagged by someone/something, is torn at one end, and is hanging outside of the grip assembly. The damage thus resulted in the system issue experienced by the customer. As of (B)(6), 2010, there have been no reported recurrences of the issue at this hospital.